Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. It is suspected to be due to an user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site's ap angle shot was off. The manufacturing representative stated that it is suspected to be due to user error. There was no patient present when this issue occurred. It was noted that the system took an image where it did not appear to be directly above, but looked like it was taking the image at 5 degrees off. It is suspected to be due to an user error.